Manufacturer narrative:
H6: bent cartridge lockout tab. Endopath ets no conclusion could be reached based on the analysis results as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. However, the returned cartridge did have a bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the firing cycle is interrupted, released then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument.

Event description:
It was reported the device was used during a laparoscopic appendectomy. It was reported the device was completely closed on tissue and attempted to fire but it would not. The device was removed and replaced with a second ets which completed the case. There was no consequence to the pt.